Event description:
It has been reported to philips that the device is down and it's not working. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device is down and it's not working. Fse inspected the system by checking log files and identified issue with kvma board. Fse ordered and replaced the kvma board. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.